Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06212 and 2134265-2016-06213. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) was used and a 27mm watchman ® laa closure device & delivery system (wds) was advanced into the was. The closure device was deployed but it was too proximal, so the physician attempted a full recapture. However, there were difficulties in recapturing the closure device into the was. The physician was finally able to recapture it. That wds was exchanged for a 30mm wds and was advanced into the same was. After the first deployment, the closure device was again too proximal, so they attempted a full recapture, but difficulties occurred again. They were eventually able to recapture the closure device. They removed the wds and disposed of it. They noticed that the distal end of the was kinked, so they decided to exchange it for a new one. They inserted a new was and wds and deployed a new 30mm closure device to complete the procedure successfully. No patient complications were reported and the patient's condition was stable.